Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy the tissue pad came off. The piece did not fall into the pt, it was found on the shape. Another device was used to complete the case. There was no adverse consequence to the pt.